Event description:
Reportable on device analysis completed on 25feb2022. It was reported that a device kink occurred. A rotawire drive was observed to be kinked during the procedure. The device was replaced with another rotawire drive and the procedure was completed without patient injury. However, returned analysis revealed the guidewire shaft was fractured.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire drive. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that the wire had fractured at 134cm from the distal tip. There were no other damages or defects noted to the rotawire.